Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a revision thr was performed approximately 5 months post-operatively ¿due to shell retroversion as stated by surgeon.¿ reportedly the patient was dislocating after the first surgery. Per the anz complaint form, it appears that the stem was retained. All devices were reportedly explanted. The requested documentation for clinical evaluation was not provided. The root cause has been reportedly identified by the surgeon as ¿shell retroversion.¿ patient impact was dislocation and revision. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2021, the patient experienced joint dislocation due to a r3 3 hole ha ctd acet shell 50mm retroversion. This adverse event led to a revision surgery performed on (B)(6) 2021, in which it is unknown if the devices were explanted. The current health status of the patient is unknown.